Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range pacing impedance greater than 3000 ohms on the right ventricular (rv) lead. Subsequently, the physician decided to revise the ICD system and surgically abandon the rv lead. Another lead was implanted. The rv lead is a non-boston scientific product. The ICD remains in service. No additional adverse patient effects.